Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone perspiration discovered during surgery.¿

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii, with waves, folds and rotation. Silicone perspiration and change of the device colour were discovered during surgery. The device has been explanted. Histological sampling for alcl testing.